Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil at 6.8 cm to 6.9 cm from the connector pin due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.